Event description:
It was reported to philips that the display on the device was damaged and broken. Further clarification was provided by the engineer and it was found that the display does not show a recognizable image on the screen. There was no reported patient or user involvement and no adverse patient/user impact.